Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. Current blood glucose was 210 mg/dl then 200 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer was alleging that the insulin pump was over delivering. Customer will not be returned device for analysis.